Event description:
Recently, our aseptic operators have noticed that some of the bd plastipak 30 ml luer lock syringes they are using to prepare chemotherapy medicines have been leaking. It appears that a small amount of liquid is coming through the plunger and into the barrel of the syringe and running out the bottom. It total we have had around 5 faulty syringes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Recently, our aseptic operators have noticed that some of the bd plastipak 30 ml luer lock syringes they are using to prepare chemotherapy medicines have been leaking. It appears that a small amount of liquid is coming through the plunger and into the barrel of the syringe and running out the bottom. It total we have had around 5 faulty syringes. Per customer response: the event and awareness date was 14th nov 2024. No patient or operator was harmed. The syringes looked as expected apart from the rubber on the plunger which looked to be making less contact onto the body of the syringe. The leakage occurred and was contained within a negative isolator. We have quarantined two unused boxes of syringes of the same batch, we do not have any used syringes.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect patient codes were submitted. Annex e and annex f codes updates to reflect no impacted as reported by the customer. Device evaluation: two photos and three unused samples were provided to our quality team for investigation. Through visual inspection of the photos, no evidence of a leakage or any damage that could indicate why a leak may have occurred, could be identified. The returned samples were inspected, there was no damage on any of the devices and all stoppers were verified to be properly assembled on the plunger. A device history review was performed for reported lot 2408010, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringes, all product was verified to meet required specification and no leakages were observed. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. This cannot be verified for the reported incident; therefore a definitive root cause cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.